Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process due to septum material blocking the syringe needle. The same cartridge was successfully loaded onto the pump. There was no reported adverse impact to the customer's blood glucose level.